Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, customer's cartridge ran out of insulin. Customer changed pump supplies to address bg. Additionally, it was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.